Event description:
It was reported "in the last month or so, we've had two instances of the non-fibre-optic iabps not working following insertion. One of these patients was unstable with critical left main and was taken to theatre same day - surgeon removed at the end as it simply wasn't working" of the two incidents reported one patient's condition is reported as "alive and discharged", the other patient's condition details are not available. Please see associated MDR# 3010532612-2025-00415.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "in the last month or so, we've had two instances of the non-fibre-optic iabps not working following insertion. One of these patients was unstable with critical left main and was taken to theatre same day - surgeon removed at the end as it simply wasn't working" of the two incidents reported one patient's condition is reported as "alive and discharged", the other patient's condition details are not available. Please see associated MDR# 3010532612-2025-00415.